Manufacturer narrative:
The user reported surgical removal and replacement of artificial urinary sphincter at hospital.this adverse event was not related to the use of eversense continuous glucose monitoring system.this adverse event was not related to the use of eversense continuous glucose monitoring system. No further investigation was found necessary.

Event description:
On (B)(6) 2025, senseonics was made aware of an incident where user reported surgical removal and replacement of artificial urinary sphincter at hospital.this adverse event was not related to the use of eversense continuous glucose monitoring system.